Manufacturer narrative:
(B)(4). The dexcom g5 mobile cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced multiple small rashes on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Rash was located at the site of sensor insertion, on the patient's abdomen. Affected area was being treated with cetaphil, recommended by a physician on (B)(6) 2016. No additional event or patient information was provided.